Event description:
Right atrial (ra) lead exhibited noise and a suspected fracture. It was reported that leads were cut up and sent to pathology. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).